Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977c290, lot# va1e9pz006, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Analysis results were not available as of the date of this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977c290, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a reported a loss of stimulation. After programming was performed (with no help), the impedance measurements revealed impedances over 10,000 ohms in eight of the sixteen contacts. X-rays were also taken. They took an "rx" and no problems were seen. Surgery was performed and it was found that one of the two leads were broken. It was unknown what factors may have led or contributed to the issue. The lead was replaced and the patient was happy again.

Manufacturer narrative:
Analysis of the returned lead (lot # va1e9pz006) found that all conductors #8 through #15 were fractured, the insulation was damaged, and there were shorts between circuits #0 and #8 as well as #1 and #9. The complete lead was received in two segments for analysis. The connector end was visually ok. The #8, #9, #10, #11, #12, #13, #14, and #15 conductor wires were fractured at 8.3 cm from distal end at or near the injex anchor. Injex anchors were identified from 8.4 cm to 11.0 cm from the distal end on each of the two lead legs. The outer insulation was broken 8.3 cm from the distal end and the body tubing was loosened at the molded rubber on the lead leg for electrodes #8 through #15. The braid was cut at 8.3 cm from the distal end on the lead leg for electrodes #8 through #15. The braid was broken at 8.3 cm from the distal end on both lead legs. The conductors #0 and #8 were shorted 0.9 cm from the distal end in the paddle, and conductors #1 and #9 were shorted 1.5 cm from the distal end of the paddle. Electrical testing determined that the continuity of the conductors was not complete. Continuity was acceptable on circuits #0 to #7. Circuits #8 to #15 were open. If information is provided in the future, a supplemental report will be issued.